Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-08599. It was reported that the rotawire became fractured. A 1.25mm rotalink¿ burr and two 330cm rotawire¿ were selected for use. During testing, outside patient's body, the rotational speed was to 300,000rpm; however, the rotation speed could not be adjusted. Consequently, the burr came in contact with the rotawire and was fractured. The speed was quickly lowered and the rotawire was replaced with another of the same rotawire which was loaded onto the burr. However, after multiple attempts for about half an hour duration, the rotawire could not be loaded. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Event date corrected from (B)(6) 2017 to (B)(6) 2017. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the body of the device was kinked and the core wire broken at 197.8cm from the proximal end. The other section of the guidewire was not returned. The overall length and the outer diameter (od) of the distal tip could not be measured due to the device condition. The od of the middle and the proximal section of the device were within specification. A DHR (device history record) review was performed and no deviation was found. The most probable root cause has been determined to be use/user error as the dfu states: "ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes". (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08599. It was reported that the rotawire became fractured. A 1.25mm rotalink burr and two 330cm rotawire were selected for use. During testing, outside patient's body, the rotational speed was to 300,000rpm; however, the rotation speed could not be adjusted. Consequently, the burr came in contact with the rotawire and was fractured. The speed was quickly lowered and the rotawire was replaced with another of the same rotawire which was loaded onto the burr. However, after multiple attempts for about half an hour duration, the rotawire could not be loaded. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.